Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood readings and battery out limit alarm. The customer's blood glucose reading was 300-400 mg/dl. The customer treated with manual injection. The customer stated that they had issues with the batteries. The customer stated that the type of battery in use is (B)(6) aaa alkaline. The product was not returned for analysis.